Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of gel stent blockage and uveitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the unknown eye. Healthcare professional stated during needling procedure 3 months post-op, "there is no filtration of the xen even if the extremity is cut: there is an occlusion in the xen, and this occlusion is not visible pre-operative." Patient was noted to have "inflammatory background, well-controlled lower flare birdshot." Per physician, "patients had to be reimplanted, and the second xen works well."